Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre sensor and being unable to obtain readings. As a result, customer further experienced symptoms described as dizziness and diaphoresis and was unable to self-treat. Customer had contact with an hcp and diagnosed with hypoglycemia and received insulin and intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre sensor and being unable to obtain readings. As a result, customer further experienced symptoms described as dizziness and diaphoresis and was unable to self-treat. Customer had contact with an hcp and diagnosed with hypoglycemia and received insulin and intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was fully seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visually inspected the plug assembly, no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.